Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the date of the complaint. The black box showed call service 052/054/012 alarms on the date of the complaint. The battery cap measured within specifications. The battery cap was able to fully tighten to the pump. No evidence of moisture was found in the battery compartment. The pump was run for 24 hours with the returned battery cap and no power losses, reboots, or call service alarms occurred. The pump case was removed to find no evidence of moisture or loose components. The call service alarm or intermittent power issue were not duplicated during investigation. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim discolored display. Additionally, the battery compartment was cracked from the threads to the case seal.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.